Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported an unknown side rupture and "silicon has been found in the lymph nodes". Device was explanted.

Manufacturer narrative:
Reason for reoperation is rupture and silicone migration.

Event description:
Patient representative an unknown side rupture and "silicon has been found in the lymph nodes". Device was explanted.